Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The adc device prematurely detached and the customer was unable to obtain glucose readings. The customer experienced a seizure and a loss of consciousness. It was indicated that the customer had contact with a healthcare professional (hcp) who provided unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for the product for the last year. The review identified a tripped trend for this reported issue perception code. This tripped trend was investigated and addressed in the tracking, trending review meeting. The investigation concluded that the tripped trend was due to the expected effects of seasonality, where increased perspiration in the summer months may lead to the sensor detaching from the body. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The adc device prematurely detached and the customer was unable to obtain glucose readings. The customer experienced a seizure and a loss of consciousness. It was indicated that the customer had contact with a healthcare professional (hcp) who provided unspecified treatment. There was no report of death or permanent impairment associated with this event.